Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non dehp solution set was connected to an unspecified infusion pump and the set began to leak at the junction between the drip chamber and proximal tubing (tubing below the drip chamber). This was observed during patient infusion, after amino acids were primed. The tubing set was disconnected from the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and the results were not satisfactory. The tubing was cut near the assembly in the drip chamber. The reported condition was verified. The cause of the condition was due to an assembly issue during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.